Manufacturer narrative:
Additional information: the actual device was not available; however, one (1) minicap companion sample was received for evaluation. Visual inspection with naked eye was performed on the companion sample with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of ten (10) minicaps had inadequate iodine; further described as "minicaps were too dry¿. This was observed prior to patient use during peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.